Event description:
New information received notes that when the asymptomatic patient presented remotely through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again on stored egm. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Physician decided not to make programming changes at this time as there have not been any further episodes of t-wave oversensing. Physician will observe the patient at this time.